Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging the meter was not powering on when it was plugged into the wall or when a test strip was inserted. This complaint was classified using the documentation provided by the customer care advocate (cca). The patient reported, the alleged issue occurred 3 week prior to contacting lfs. The patient reported prior to the start of the alleged issue she had a headache and felt hot. The patient reported trying to test on the subject meter and was unable to due to the alleged issue. The patient reported using oral medications to manage her diabetes. It is unclear if the patient made any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient denied receiving any treatment in response to her symptoms. The alleged issue was not resolved with troubleshooting. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue remained unresolved with troubleshooting done by the cca.

Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.